Manufacturer narrative:
Lot/serial no: the lot # has been corrected from 08714729202509 to 18667571. Visual and microscopic examination of the returned device revealed that there was blood in the guider up to its hub. The guider was kinked on its proximal shaft at approximately 17.5cm, 19.5cm and 68.0cm from its proximal. The guider distal end was plugged with a mandrel and the guider was flushed with water mixed with food color. The water was leaking between hub and proximal shaft the analyzed hub leak is an issue in which product fails to meet specification due to the manufacturing process at a supplier manufacturing site and the manufacturer continues to investigate the matter. As the reported issue of introduction of air could not be replicated, an assignable cause of undeterminable was assigned to the reported event. This is the first of 3 reports filed associated with this event.

Event description:
It was reported that during mechanical thrombectomy procedure outside the patient, the saline solution was running out and the aspiration procedure caused air to flow through the guide catheter (subject device). The device was replaced twice.there was no medical consequences to the patient.

Event description:
It was reported that during mechanical thrombectomy procedure outside the patient, the saline solution was running out and the aspiration procedure caused air to flow through the guide catheter (subject device). The device was replaced twice. There was no medical consequences to the patient.

Manufacturer narrative:
This is the 1st of 3 reports.

Event description:
It was reported that during mechanical thrombectomy procedure outside the patient, the saline solution was running out and the aspiration procedure caused air to flow through the guide catheter (subject device). The device was replaced twice. There was no medical consequences to the patient.